Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 6 cm in diameter abdominal aortic aneurysm. It was reported that the patient presented emergently. The angiogram revealed that a distal type I endoleak was coming from the ipsilateral limb of the bifurcated stent graft. The physician elected to coil the hypogastric artery and extend the stent grafts into the external iliac artery. The distal type I endoleak was resolved. The physician stated that the cause of the distal type I endoleak was due to disease progression and patient anatomy. No additional clinical sequelae were reported and the patient is fine.